Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), penumbra system 3max reperfusion catheter (3maxc), non-penumbra balloon guide catheter, non-penumbra stent retriever, non-penumbra microcatheter and, non-penumbra revascularization device. During the procedure, the physician made a couple of passes using the balloon guide catheter, stent retriever and, microcatheter. Next, the physician removed the microcatheter and stent retriever and inserted a 3maxc, guidewire and jet7. After several attempts with aspiration using the jet7 and 3maxc, a revascularization device was placed using the solumbra technique; however, it was noticed that there was no flow through the jet7 and into the canister. Therefore, the physician injected contrast into the jet7 and noticed that the distal tip of the jet7 was inflated and, therefore, it was removed. It was reported that the clot was unable to be removed using other devices and the physician decided to end the procedure resulting in thrombolysis in cerebral infarction (tici) 1. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jet7 was stretched approximately 129.0 cm from the hub. The jet7 was kinked approximately 25.0, 63.0, 83.0, and 121.5 thru 125.0 cm from the hub. The total length of the jet7 was 132.0 cm. Conclusions: evaluation of the returned jet7 confirmed stretching on the distal shaft. This type of damage typically occurs if the device is manipulated against resistance or if a stent retriever is manipulated within the device. No other devices associated with the complaint were returned for evaluation, and therefore, the root cause of resistance could not be determined. During the functional test, resistance was encountered while attempting to advance the returned jet7 through a demonstration neuron max, as the stretched distal shaft bunched up inside the hub of the neuron max. The jet7 could not be advanced any further. Further evaluation revealed kinks along the length of the device. These kinks likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.